Event description:
A pump declared an altitude alarm, and during the event, the customer's blood glucose level ranged between 54-500mg/dl, which was within normal limits. Although the issue had occurred five times within the last two weeks, it had not been reported prior to this event. The insulin supply was not suspended due to the alarm, and the issue happened on a previous day. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged. To resolve the issue, the customer replaced the cartridge, and subsequently, the pump resumed normal operation.